Event description:
On (B)(6) 2013, the nurse alleged the patient developed an infection while on v.a.c. Therapy. The nurse reported observing an odor with slough, erythema and warmth at patient's wound site. On (B)(6) 2013, the following information was reported to kci by the nurse: a wound culture was not performed, and antibiotic therapy has not been prescribed. On (B)(6) 2013, the patient underwent sharp debridement, and the patient was reported as doing well.

Manufacturer narrative:
It cannot be determined that either the alleged infection or slough are related to v.a.c therapy. A culture was not performed, and antibiotic therapy has not been prescribed. There have been several attempts made to gather additional information, but there has been no response. Kci has not been able to obtain sufficient information to establish a root cause. On (B)(4) 2013, kci field service tested the device per quality control (qc) procedure and determined the unit met specifications prior to patient placement on (B)(6) 2013. The device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.